Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, initial interrogation was unsuccessful with a 3510p programmer. A 3003 programmer was tried and inter- rogation was successful but measured data fluctuated with each attempt. The measurements taken were 2.61 v, 17 ua, 9 kohms and 2.57 v, 22 ua, 9 kohms. Another reading was 2.59 v, 25 ua, 7 kohms.